Manufacturer narrative:
A system check was performed on (B)(4) 2011 and met the specifications. No errors were posted to the event log during this event. While troubleshooting with bci hotline, it was discovered that there was no reagent pack in the reagent carousel although the reagent inventory indicated there was one reagent pack present. Service was not dispatched for this event as the issue, a miss-loaded reagent pack, was identified while troubleshooting with bci hotline. Use error was the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to troponin (accutni) results of 0.00 ng/ml generated by access 2 immunoassay system for three levels of qc. Upon repeat, qc resulted as no value with ind* flags. No patient samples were analyzed during this event. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. *ind = indeterminate. The result is at the low end of the analyte concentration curve.